Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had a cardiac resynchronization therapy defibrillator (crt-d) with the ventricular tachycardia mode set to a value other than monitor+therapy. Additional information indicated that the device was intentionally deactivated due to noise on the right ventricular (rv) lead resulting in pacing inhibition greater than 2 seconds. A lead revision procedure was performed and an rv pace/sense lead was added. The device was nearing elective replacement indicator (eri) and was electively replaced during the lead revision procedure. No adverse patient effects were reported.